Event description:
This lead was implanted on (B)(6) 2011 and explanted on (B)(6) 2011 due to lead dropped. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).